Manufacturer narrative:
An internal investigation was performed for a false resistant oxacillin result for a staphylococcus aureus isolate while using the vitek® 2 ast-p619 test kit (ref# 411944, lot# 4990951103) with software version 8.01. A review of quality records confirmed vitek ast-p619 lot #4990951103 met final qc release criteria, and the lot passed qc performance testing. The customer did not submit the isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method.

Event description:
A customer in (B)(6) notified biomérieux of a false resistant oxacillin result for a staphylococcus aureus isolate while using the vitek® 2 ast-p619 test kit (ref# (B)(4), lot# 4990951103) with software version 8.01. This isolate was repeated on the vitek 2 with the same lot of cards and also tested via pbp2a. The repeat vitek 2 oxacillin test obtained a result of susceptible, and pbp2a returned a result of sensitive. The customer confirmed the discrepant result did not cause patient harm or delay in reporting results to the treating physician. An internal biomérieux investigation will be initiated